Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The device was explanted due to the patient expired. The device was tested on the bench: sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested and no anomalies were found.

Manufacturer narrative:
Correction: reportable aware date- the previously reported aware date in the initial MDR should have been 07/05/2017 instead of 07/10/2017.

Manufacturer narrative:
Correction: added concomitant products and therapy dates.